Event description:
The customer reported that the xper module has a boot problem. The device was outside of use. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the boot up problem with xper module. Upon functional testing fse found that os and application of xper module need re-installation. The fse re-installed the xper module's os & application and checked the bios settings. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.